Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that after total parenteral nutrition (tpn) was spiked, the tubing became disconnected distal to the full chamber of the IV tubing.